Manufacturer narrative:
Evaluated one opened and used sensor; performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 334 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that she will change her set and call back. Customer's blood glucose was 125 mg/dl. Customer was advised that we are replacing sensor.

Manufacturer narrative:
Evaluated one opened and used sensor; performed continuity resistance test and sensor failed per specifications.